Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative an anastomosis of small bowel in a small bowel resection, patient had a delayed bleed 36 hours post op and had to be readmitted to the hospital. The surgeon does not know which product led to the bleeding. Patient had to be readmitted to the hospital for excessive bleeding and a drop in hematocrit and was hospitalized for additional 36 hours.